Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification and 90% stenosis. The 3.0x18 mm xience alpine stent delivery system (sds) failed to cross the lesion and reportedly had the stent disassemble from the balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. A 2.25x18 mm xience alpine sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment of unexpected medical intervention (removal of foreign body) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: correction: patient code 2199 removed.

Event description:
Subsequent to the initially filed report, the following information was provided: the stent had to be snared from the patient and was not returned. No additional information was provided.